Event description:
Procedure: inguinal hernia repair. According to the reporter: they were using a pedi port, and the grey part on the to snapped off and went into the pt. The piece was retrieved. No x-ray taken. In 10-15 minute operating room time extension. Incision was not extended. No blood loss. No tissue damage.